Event description:
Near the conclusion of the procedure, dr (B)(6) attempted to remove the guidewire. The wire was difficult to remove from the sheath. Once removed, the outer covering of the wire separated from the inner core. No material was left in the pt.